Manufacturer narrative:
It was reported that a communication error occurred during a preventive maintenance. The event reported is confirmed, it was found to be due to the occurrence of a shared memory error. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during an applicative test performed part of the scheduled maintenance a communication error occurred.